Manufacturer narrative:
This report is submitted on 23 october 2020.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with oral antibiotics. The issue could not be resolved resulting in explant of the device (date not reported).